Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and by changing the cartridge and infusion set. Customer changed pump supplies to address the occlusion issue.